Event description:
During a pulmonary vein isolation case, the nurse that was scrubbing in noticed right away when drying her hands that the towels had excessive lint and fabric particles. There was no harm to the patient.

Manufacturer narrative:
Based on supplier investigation, the device history record review did not indicate any exception that could lead to the reported incident. The average linting data is 0.105g/10pcs. There was no sample available for investigation. According to supplier, or towel is made of cotton, so cotton fiber is born. Supplier continuously working with cardinal health to better control the linting and have implemented several measures to improve it: suction machines have been installed in the grey cloth rolling process, dyeing process, and cutting process. The suction process was added before product's final folding, and workers process according to standard operation procedure requirement. Linting test method and acceptable criteria was stipulated to see the suction results. (=0.38g/10pieces). In the folding process, supplier used one cloth pad under 100pieces semi-finished products to avoid lint from being stuck onto the product during product's transfer. Based on the investigation, there were no abnormalities found during production of the or towels; therefore, the root cause could not be determined. The complaint information was informed to the relevant sectors for their awareness. There is no action taken at this time, supplier will continue to monitor the trend of this type of incident.